Manufacturer narrative:
Information was rec'd from a health professional who is not required to complete form 3500a. Evaluation summary: the zimmer hip registry stated that the pt had osteoporosis. The registry also indicated that the pt had a dysconjugate pelvis. Given the information provided, it can be concluded that experience of pelvic fracture and acetabular implant loosening was not device related. The osteoporosis and a dysconjugate pelvis may have contributed to the experience reported; however, a definitive cause cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to loosening of the acetabular component and a pelvic fracture.